Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch veriopro meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. On an unspecified date, the patient¿s mother reported that the patient obtained a message of ¿hi¿ with the subject meter. Per the owner¿s booklet, this message appears when the subject meter detects a blood glucose greater than 600 mg/dl or 33.3 mmol/l. The patient manages her diabetes with insulin. In response to the ¿hi¿ message, the reporter stated that she administered 4 units of novorapid insulin to the patient. Thirty minutes to one hour later, the patient¿s mother stated the patient developed symptoms of ¿not feeling well, looked hypo and sleepy¿. At the onset of symptoms, the reporter stated the patient was tested with a onetouch ultraeasy meter and obtained a result of ¿1.8 mmol/l (32 mg/dl)¿. It is not know if the reporter immediately treated the patient. The reporter informed the csr that the patient was hospitalized and at time of hospitalization, the patient¿s doctor(s) took the subject meter and test strips away from the patient and replaced it with a different type of meter. It is not known what treatment the patient received when she was hospitalized. At the time of troubleshooting, the reporter claimed the subject meter and test strips were taken away from the patient after issue occurred. Replacement products were sent to the patient. This complaint is being reported because the patient¿s mother claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.